Manufacturer narrative:
H6. Clinical code-4581: significant reduction of ica, sallowing of ac. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with significant reduction of iridocorneal angles and shallowing of the ac. In a separate visit the lens was exchanged for a shorter length lens. The replacement lens resolved the problem. Cause reported as unknown.